Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 369 mg/dl at the time of incident. The customer stated that the blood glucose reached 409 mg/dl and that they treated the high blood glucose with manual injections. The customer stated that they had infusion sets that kept popping off the body. The customer also stated that they found that the cannula was bent. The customer declined to troubleshoot. The insulin pump will not be returned for analysis.